Manufacturer narrative:
(B)(4)

Event description:
The patient presented to the emergency department and the emergency medical services (ems) personnel reported that the patient had chest pain and was in ventricular tachycardia (vt). The device did not deliver a shock so ems cardioverted the patient back to a normal rhythm. A remote transmission indicated that the device discriminator had classified the episode as supra ventricular tachycardia (svt) and withheld therapies. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).